Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case placed into a biohazard bag. Solution was dried on the lens. The optic was cut into two portions, typical of an insertion and removal. The lens was cleaned with klrp to further evaluate. One optic portion was scratched on the anterior surface near the edge and had three sets of cracks in the shape of an instrument used to grasp the lens. The cracked damage was observed on both the anterior and directly opposite on the posterior surface. This optic portion also had a separate set of cracked damage in the shape of an instrument used to grasp the lens located beginning on the optic edge. The damage was observed on both the anterior and directly opposite on the posterior surface. The optic edge had a large area that was broken. The broken lens material was not returned. The other optic portion had cracks in the shape of an instrument used to grasp the lens. The damage was observed on both the anterior and directly opposite on the posterior surface. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The cartridge and handpiece information were not provided. The reporter listed as "unknown". This lens model and diopter are qualified for a company specified cartridge models, with a company specified handpiece models. It is unknown if a qualified cartridge and handpiece were used. A viscoelastic was indicated which is qualified for this lens when used with a qualified cartridge/handpiece combination. The reported scratch was observed. The root cause cannot be determined for the reported complaint. The lens was returned in pieces, typical of an insertion and removal. Additional lens damage was observed. It is unknown if a qualified cartridge and handpiece were used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, it was noticed that the lens has scratch or debris, but surgeon could not remove. The iol was explanted during initial procedure. Additional information has been requested, received and stated there was no further patient impact.